Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:24:24. During night drain cycle three, the patient's ultrafiltration reading was 1504ml, indicating the home patient (hp) drained 1504ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.